Manufacturer narrative:
G4: 24sep2020 b4: (B)(6)2020 it was reported to philips by a philips field service engineer (fse) that the device had no display. The device was not in use at the time of the event. This issue was found by a philips fse while onsite at the facility for servicing. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance. The fse replaced the vga pcb to correct the reported issue with the display. The preventative maintenance was completed and the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device had no display. The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.